Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient had surgery because her catheter was ¿leaking into her body.¿ the patient had fallen, fell off her scooter, on (B)(6) 2013 and that was the date the patient started having the catheter issues. Swelling and bruising also occurred from the fall ¿over her behind.¿ the patient was also told she had swelling under and around the pump. The pump was then checked on the event date and was told the pump would be ¿okay.¿ then, the patient started to have ¿problems¿ and could feel the pump more. She then had the pump checked by her health care provider (hcp) and had a dye study done. The hcp at that time noticed the catheter leak. The surgery reportedly went fine. It was noted the patient¿s legs from the knee down were typically small and you could see the bones but as of the report date her legs were swollen. The patient wanted to know if that was ¿normal¿ after surgery. The patient had reduced her salt intake and was keeping her legs up. The patient was going in on (B)(6) 2013 to have the surgery site checked and to have the bandages looked at. The device system was used to deliver clonidine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that on (B)(6) 2013 the patient had used her scooter to pick up the mail from about two houses down and then to bring out her garbage when all of a sudden the scooter was on top of her. The patient didn't know how it had happened. A friend then had taken the patient to do a swallow test with a camera and they found that any fluid she drank would go into her lungs. It was noted that was relevant because it was the reason the patient remembered what day she had the accident. It was then reported patient had not been feeling well so a health care provider (hcp) would tell her to stop taking a pill so then she would but each hcp reportedly told her something different. On an unknown date, the patient went to her hcp's office after the fall and the patient was in really bad shape, bruised and beat up. The patient had wanted to see her hcp that day but the physician assistant (pa) that was refilling the device told the patient she didn't need to see the hcp. The pa reportedly told the patient that there was swelling beneath the pump and the pa still went ahead and filled the device. It was noted on (B)(6) 2013, the patient went for another fill with the hcp's wife who told the patient that her food was still stumping and wanted the patient to see the hcp. It was reported on (B)(6) 2013 a dye study was done and which time the hcp had told the patient medicine was leaking in her body. The patient believed the hcp had told her to then come back the next day and the pump was checked. Then, reportedly, the hcp said no, you have to wait because the patient wasn't taken off medication and was given the wrong information. They reportedly wanted to wait and do the surgery the later part of november however the revision ended up being on (B)(6) 2013 according to the reporter. After the surgery, the patient reportedly wasn't told she needed to keep her feet up and her legs as previously reported swelled. She also reportedly blew up her whole body swelled up and she gained weight. The patient ended up calling the hcp and his wife called the patient back and told her to put on tight socks and keep her feet up. The patient did that and the swelling went down. On the supplemental report date it was noted patient also had multiple sclerosis and it not helping her today. It was later reported that the medicine that went into my body for two and a half months is really doing all kinds of bad things to my body. It was reported the patient had received assistance from her hcp or device manufacturer representative and her concerns were resolved after she had a new catheter put in. It was later reported that as of (B)(6) 2013 the patient still had swelling over the pump pocket site, which had been occurring since the revision that was as of that date reportedly approximately two and a half weeks ago&#56224;it was reported the patient's hcp told her the incision/revision are was healing well. It was further reported that additional symptoms the patient had experienced included itching and increased spasticity. According to the hcp, the catheter issue was that the catheter was broken and medication was extravasating into the soft tissues. The fracture was at the midcatheter level. Diagnostics had included a dye and rotor study on (B)(6) 2013. It was noted the pump had been increased on (B)(6) 2013 without any decrease in spasticity. It was confirmed replacement of the entire catheter to the pump occurred. It was reported in terms of how the patient was now doing that her spasticity had improved with adjustments. No device would be returned reportedly since the catheter was fractured. It was also noted the patient's dysphagia was due to her multiple sclerosis. No further information was provided.